Event description:
After successful deployment of a 20 mm sapien 3 ultra resilia valve, the patient had a dissection in the common femoral artery due to the perclose device. A 7mm stent was implanted. Afterwards, it was noted that the patient had an effusion due to the temporary pacer device, and a pericardiocentesis drain was placed. The patient is stable. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).